Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s heart rate was in the 50s. The remote monitor was unable to connect by telemetry with the implantable pulse generator (ipg) device. It was suspected that the device battery was no longer active. The device was explanted and replaced. No further patient complications have been reported as a result of this event.